Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the distal end was perished and the cover was coming off during reprocessing involving an olympus rhino laryngo videoscope. There was no patient involvement reported.